Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was inhibiting left ventricular (lv) lead pacing. Technical services (ts) analyzed the presenting electrogram (egm) and noted that it could be due to oversensing of the right ventricular (rv) lead signal on the lv lead channel. Further evaluation in clinic was recommended along with programming changes. No adverse patient effects were reported. Currently, this crt-p system remains in service.